Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap hernia repair procedure, the harmonic blade broke off in the patient. The surgeon noted that the resident was using an extreme amount of torque during activation; he was trying to dissect around existing mesh and tacs at the time. The extreme torquing was mentioned to the charge nurse as well, the surgeon feels that this is not the fault of the device but thinks she heard the resident hit a tac. The harmonic sounded "different" immediately and was removed from the patient, no error codes were noted. The scrub nurse noted the blade was missing from the device and the surgeon went back in to retrieve it with a grasper. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.